Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2014 with the following findings: a review of the pump black box data revealed evidence of short battery life in the form of sudden voltage drops that led to low battery warnings. During a visual inspection of the pump, the battery compartment was observed to be cracked. No damage was found to the battery cap, and the cap secured properly to the pump to maintain power. All current draws measured above specifications. The cgm connector was disconnected from the printed circuit board, and current draws returned to readings within specifications. An intermittent condition was found due to a cold solder in the cgm module that caused the voltage fluctuations. A pin was re-soldered and the cgm module was reconnected to the printed circuit board. Current draws remained within specifications. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.